Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor system. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call that they had high blood glucose and insulin pump stopped working. The customer's blood glucose at the time of incident it was 508 mg/dl, current blood glucose is 399 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with syringe. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will be returned for analysis.